Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that proper device function was queried due to irregular looking beats. Patient experienced arrhythmia at the time of occurrence. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.